Event description:
It has been reported that the occlusion balloon inflated to 5.0mm at preparation with no issues. Once it was in the body and inflated to 5.0mm it did not hold pressure. It was observed that the balloon changed shape and eventually deflated.